Manufacturer narrative:
The ca2 reagent lot number was 926461 with an expiration date of 28-feb-2027. The alarm trace data showed multiple abnormal probe-sucking alarms, suggesting pre-analytical handling issues. Multiple calibration alarms have occurred since (B)(6) 2026. Qc data showed high fluctuations and multiple failed qcs since the beginning of (B)(6) 2026. The field service engineer (fse) replaced the degasser, the reagent probes, and the associated tubing. The fluidic path was decontaminated, the wash volumes were adjusted, and a system calibration was performed. Qc was acceptable. The investigation determined that the service actions resolved the issue. Since multiple service actions were performed, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of erratic qc results and discrepant results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas 6000 c501 module. Patient 1 initial result was 7.54 mg/dl. The repeat result was 9.30 mg/dl. Patient 2 initial result was 7.9 mg/dl. The repeat result was 9.95 mg/dl. An additional ca2 result of 7.69 mg/dl was provided. It is not clear which patient this result belongs to.